Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 60195be01 and the complaint issue. Additionally, in-house performance testing was completed using a retained kit of lot 60195be01 all specifications were met, and no false nonreactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 60195be01 was identified.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one patient. The patient was both reactive and nonreactive for syphilis with other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity result = 0.19 s/co repeat = 0.119 s/co repeat = negative. Autobio result = 3.43 s/co reference range = <1.0 s/co. Tppa= between negative and positive. Rpr = negative. Colloidal gold = weak positive. Historical result(roche) = weak positive. Another alinity(for troubleshooting only) serial number (B)(6) = 0.22 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one patient. The patient was both reactive and nonreactive for syphilis with other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity result = 0.19 s/co repeat = 0.119 s/co repeat = negative. Autobio result = 3.43 s/co reference range = <1.0 s/co. Tppa= between negative and positive. Rpr = negative. Colloidal gold = weak positive. Historical result(roche) = weak positive. Another alinity(for troubleshooting only) serial number (B)(6) = 0.22 s/co no impact to patient management was reported.